Manufacturer narrative:
Initial.

Event description:
It was reported that a user received a dexcom g7 continuous glucose monitor (cgm) pairing failed alert with the ilet and requested assistance reconnecting the sensor; support advised checking settings, restarting the ilet, and allowing time for pairing, and glucose dosing was not affected, indicating an intermittent communication failure involving the device's antenna and related electrical or magnetic components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.